Event description:
An aus device was implanted on 1/2/88. The cuff was revised on 10/31/91. The pump was removed from the pt on 3/20/97. Due to incontinence. Information indicates a hole in the cuff. The cuff was not removed at this time due to too major risks-cardiac problem. A revision surgery has not been determined at this time.